Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. During the device replacement procedure, after disconnecting the atrial lead and before beginning to test it with the psa, the patient has experienced asystole. It was suspected there was electrical interference that caused the asystole. There were no adverse consequences for the patient, the physician was able to rapidly disconnect the ventricular lead and use stimulation cables coming from psa to resolve the event. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation, reported event of over-sensing was not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no anomaly related to field concern. The hollow superficial bubble noticed by field is caused by the guiding tool when curing the epoxy, and it should not cause any issue. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.